Event description:
Event description guidant received information that this lead, which had been implanted one day, initially exhibited normal measurements. The patient received 5 appropriate shocks for ventricular tachycardia (vt) the first night post-op. The following day the pacing impedance measurement was out-of-range, and the thresholds were high. Different pacing configurations were tried with no change to the lead measurements. Intermittent oversensing was noted on the lv electrogram although this was not seen with extensive isometric testing. An invasive procedure to check the lead revealed no obvious insulation defects. The lead was not loose in the header. When the lead was connected to the pacing system analyzer (psa) the impedance values were not consistent. The physician elected to remove the lead.